Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor scratches on distal edge. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction in previous emdr. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the evaluation found minor scratches on distal edge. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor scratches on distal edge. There was no patient involvement.